Event description:
It was reported that on (B)(6) 2012, a pt was having post menopausal bleeding and went to see the physician for a diagnostic procedure. The physician performed a hysteroscopy with difficulty and noted the pt's "muscle was very thin and distorted". The physician stated "this pt was a poor candidate for the myosure [procedure]". The physician also noticed a "polyp in the pt's uterus on the right side". The physician tried to remove the polyp using "scissors and graspers" without success. At this point, the physician decided to insert the myosure device for tissue removal, "but could not get the device past the cervix. She removed the device and tried again. At this point, the dr. Could see the polyp and was able to remove a portion of it. She went back in with a scope and saw that some of the polyp still needed to be removed. She went back in and removed as much as she could". Additionally, a fluid deficit of "2000cc" was noted using normal saline as a distention media and she had no symptoms at that time of fluid overload. The procedure was completed and the pt was discharged home. On the morning of (B)(6) 2012, the pt was admitted into the ER. The pt was experiencing "stomach pain", "dyspnea" and she was "intubated". A hysteroscopy was performed which revealed "her bowels were stuck together on her uterus", a lot of adhesions from the pts previous surgeries" and [a] small perforation". The ER physicians "thought" she had "abdominal infection". At this point the pt was then admitted into the intensive care unit (ICU) and treated for "sepsis" (treatment unk). The pt remained in the ICU for 10 days and was extubated on (B)(6) 2012. On (B)(6) 2012, it was reported the pt was discharged from the ICU and relocated to the step down unit (exact date unk) and the pt is "doing ok". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit, myosure hysteroscope and ths hysteroscope not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) and sterile lot review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. According to the instructions for use (IFU). Warnings" to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).